Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: edema, cyst, seroma-late, inflammation, wrinkling.

Event description:
Patient reported "prepectoral implant is observed, in a more medial location, with undulating contours, wall folds, anechoic content, with a small peripheral, anechoic liquid collection, probably serous. Prominent galactophore ducts." This is for the right side device. The device has been explanted.